Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query for this product was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A partial UDI is being reported because the lot number was not provided. User facility /maude report number received #(B)(4).

Event description:
Describe the event or problem: patient came in as stemi (st-elevation myocardial infarction). Patient was taken to ccl (cardiac catheterization lab). A radial approach was used. Tiger catheter was used to dilate both the right and left systems. A guide which was an ali, was advanced in a similar fashion into the ostium of the rca (right coronary artery) with the help of crossfit wire as well as a pilot wire. The rca (right coronary artery) was totally occluded; it was cannulated. A balloon was advanced followed by another balloon; multiple inflations were carried out along the course of the total occlusion. At that time, it was noted that the tip of the pilot wire was broken inside the rca. Plan was to snare out the tip of the pilot wire. The snare was advanced over each delivery system and was released inside the rca. After manipulation, the tip of the wire was sucked into the delivery system of the snare and both the snare and delivery system were pulled out pulling the tip of the wire along with them. Planned procedure was completed without any further complication. No patient harm. Post procedure: patient transferred to ICU pain-free and stable, patient remained stable and pain-free in ICU 18 hours post-procedure. Angiographically, no wire or device left in patient. What was the original intended procedure? : left heart catheterization. Selective arteriography. Angioplasty. Stent placement in the midportion and proximal portion of rca. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).